Event description:
It was reported the patient lost stimulation approximately 1 month ago, and unable to communicate with the ipg using the charging system. A replacement charger was sent to the patient, however the issue persisted. Surgical intervention was undertaken and the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.